Event description:
It was reported that during an implant procedure, the physician tried to tighten the setscrew in the neurostimulator down on the lead but it remained loose (lead). Specifically, the lead was inserted all the way into the device until all 4 blue markings were seen and the torque wrench tighten until a click was heard, but the lead was still loose. The lead was then re-inserted and the screw again retightened with no success. A new neurostimulator was then implanted with the lead being secured in place with no problems. The patient was reported as doing "great" after the procedure.

Manufacturer narrative:
(B)(4).